Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 had failed. A field service engineer worked with the customer to successfully recover the device. The customer was able to restore the failed storage space without the need for an onsite fse visit. Advised the customer to open an additional ticket if any issues persist. The system functioned as intended after the field service engineer assisted customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. Auxiliary drawer 2.1 failed to stay closed and required maintenance. Customer tried to recover the storage space, but issue remains the same. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.